Manufacturer narrative:
(B)(4).

Event description:
Rec'd information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose level was 450 mg/dl. It was reported that the cartridge was changed and a correction bolus was delivered.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.